Event description:
Customer reported the alarm has power but does not sound when weight is removed from the sensor. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the alarm sounds as it should. If nurse call cable is moved, while in use with the alarm and with weight off pad, the nurse call light will turn off at the nurse call test fixture. The unit passes all other functional tests. (B)(4).